Event description:
It was reported that on (B)(6)2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The device was deployed, partially recaptured, and redeployed. After the second deployment, the placement of the device was confirmed to meet close criteria, and there was no impinging on any cardiac structures. A 30 second tension test was performed and passed via fluoroscopy and echocardiogram. The patient remained hemodynamically stable throughout the procedure. The patient was discharged about 6-7 hours post procedure. The patient went into cardiac arrest while leaving the hospital. Cardiopulmonary resuscitation (CPR) was administered for approximately 2 minutes, and the patient was revived. On echocardiogram, the device and heart were evaluated, and the device was in place and there was no evidence of pericardial effusion. The cause of the cardiac arrest was unknown. The physician did not believe that the cardiac arrest was related to the device. The patient was reported to be stable in the hospital and was later discharged.

Manufacturer narrative:
An event of cardiac arrest was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.